Manufacturer narrative:
As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. Device was used for treatment, not diagnosis. The device history record documents showed no deviation.

Event description:
It was reported that a 7-hole straight plate was determined to be broken postoperatively. Original implant date unknown. A revision surgery was performed on an unknown date.